Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges that the device is not turning on/ functioning. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A user previously contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges that the device is not turning on/ functioning. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.